Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the reason for call was the patient called to inquire about charging their external devices. Patient services reviewed external device function/external device charging information with the patient. The patient alleged that since they were implanted, their blood pressure seemed much higher than it usually was and stated that they were going through a lot of stress. They wanted to know if the therapy could cause the high blood pressure because they were just very stressed and "checking it every morning." Patient services reviewed the role of patient services and redirected the patient to follow up with their managing health care provider (hcp) about their concerns. Patient also reported that they had intermittent feelings of "vibrations/shocks or something" and it wasn't often but they wanted to know if that was because the "wires were moving?" Patient services reviewed positional stimulation and asked the patient if they felt the vibrations/shocks in their bike-seat region. The patient said "no not actually" and reported that one night shortly after they were implanted, they had just gone to the bathroom and they went to sit back down and they pushed back into their seat and they didn't know what they did because that area was already still tender from the procedure but it was like they got "a shock like you wouldn't believe" where they couldn't stand. Patient said it caused them to lean up against the chair and it seemed like the shock was going on and their daughter came running over to them and tried to get them to stand up but the patient said they couldn't move at the time it happened. Patient said they were wondering if "every now and then, something like that could happen?" Patient services reviewed the role of patient services with the patient and directed the patient to follow up with their managing healthcare provider (hcp) but reviewed with the patient that the motion/combined with the fact that they were still he aling could lead to pain/potential shocking. Patient services asked the patient where they felt the shocking and the patient stated that the shock seemed to be more where the incision was where they put the wires, that it was to the right of that. Patient said the shock didn't happen again like that. They said "that really was a shocker. I felt like I was being electrocuted."